Manufacturer narrative:
H2: correction: user facility should be unchecked as it was checked in error additional information: concomitant medical products: part number: 9735737 version number: version: 1.2.0 h3: a software analysis was initiated. Analysis found that the issue was consistent with a known anomaly in the medtronic navigation software anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2, correction: fdc code updated d18 to the already reported software analysis. Imf code updated to f26 and f1908. Img codes g02008 and g0200803 updated. Ime code updated to e2403. H7 and h9 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Logs were received, however, it was not analyzed at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a cranial biopsy procedure. It was reported that a digit was missing when the site locked their trajectory. It was the second digit of the tip stop point. No further information is provided at this time. There was a 5-minute delay to the procedure and no impact on patient outcome.